Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit was implanted during a lap assisted sacrocolpopexy (non-robotic) procedure. According to the complainant, 3 months post procedure, the patient returned with recurrent prolapse and it was found that the sacral piece of the mesh tore off from the anterior and posterior pieces at the connection point. Revision was done using a polyform synthetic mesh in (B)(6) 2016 with no issues, and the patient is reported to be fine.